Manufacturer narrative:
The referenced device was returned and the evaluation confirmed the customer¿s reported issue, the image disappears temporarily which was found due to cable disconnection. The evaluation also noted the coupler is loose and there is one white dot on the image. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
The customer reported the high-definition autoclavable camera head has an image malfunction, the image flickers when the cable is shaken. The problem was found during reprocessing before a plasma cutting procedure. The patient was not under anesthesia and the scheduled procedure was completed with another similar device. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1 and d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure, and the image flickered. The cause of the occurrence of the cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.